Event description:
The customer contact reported a separation. The primary tubing set was to be used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the unspecified proximal clave port of the primary tubing set for the piggyback delivery of an unspecified physiological solution. At this time, the clave port separated from an unspecified three-way connector of the primary tubing set. It was reported that the clave port remained connected to the male adapter of the secondary tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.